Manufacturer narrative:
Method: the product has been evaluated by the customer. Result: IV pole. MFR's investigation is still ongoing; if add'l info is received, a follow-up report will be submitted.

Event description:
It was reported that the foot-end IV pole was out of place and separated from the stretcher. No pt or adverse consequences were reported.